Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer stated that this was the second motor error alarm that has occurred in about one week. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 90 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump received without original belt clip. Pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.